Manufacturer narrative:
Investigation: no product or photo was returned by the customer. The customer complaint of leakage at fitment to silicon pump segment could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11522558, because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the as lvp 20d 3ss cv bv tubing leaked. This occurred with 3 tubing sets during use. The following information was provided by the initial reporter: "I was priming a normal saline line with the bd alaris pump infusion set (3 smartsite y-sites) and tubing was leaking at junction of the blue plastic to the softer IV portion that gets placed inside the alaris pump. Faulty tubing was placed in a bag with the saline bag attached and left in the pcu".

Manufacturer narrative:
Medical device expiration date: unknown. The initial reporter also notified the FDA on date via medwatch # (B)(4). Device manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. A device history record review could not be performed on model 11522558 because a lot number was not provided by the customer. Investigation conclusion: the customer complaint of leakage at fitment to silicon pump segment could not be verified due to the product not being returned for failure investigation. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the as lvp 20d 3ss cv bv tubing leaked. This occurred with 3 tubing sets during use. The following information was provided by the initial reporter: "I was priming a normal saline line with the bd alaris pump infusion set (3 smartsite y-sites) and tubing was leaking at junction of the blue plastic to the softer IV portion that gets placed inside the alaris pump. Faulty tubing was placed in a bag with the saline bag attached and left in the pcu".